Manufacturer narrative:
The full event site name is (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager reported that the issue was with the removable power supply cord clasp and it was resolved remotely and no service was performed on site. A new removable power supply was sent to the customer. The stm also reported that the issue did not remove the iabp from clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power connection issue. It is unknown when the event happened. However, there was no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power connection issue. It is unknown when the event happened. However, there was no adverse event reported.